Event description:
The complainant reported ''in just the past couple of days we have received a few complaints about liquiband causing severe allergic reactions, resulting in patients having to go to the ER.''

Manufacturer narrative:
The complainant reported 'in just the past couple of days we have received a few complaints about liquiband causing severe allergic reactions, resulting in patients having to go to the ER.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening; · results in permanent impairment of a body function or permanent damage to a body structure; or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' As the complaint stated the reaction was 'severe' and patients had to go to ER. Ams is going to report this to FDA as a precautionary measure, although it cannot be confirmed that medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure. ' and therefore it cannot be confirmed that a serious injury has been caused by the ams device.